Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to infection. Reportedly, the patient fainted as a result of an infection caused by diverticulitis. No additional adverse patient effects were reported. This implantable lead remains in service.